Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to emit x-ray. Philips confirmed that the customer contact was invalid, and the system was handled by third party for a long time. The customer never contacted to philips for evaluation and repair service. As the service was never requested by customer, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.